Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) spb8, (impl tapered sp 3.7mm 8mm octagon) for evaluation (images are attached). Visual evaluation / functional test was performed, the mount would not disengage from implant. Device history record (DHR) review was completed for the subject lot number 2120017717. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120017717 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The mount would not disengage from implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the mount could not be disengaged from the implant during the surgery (tooth site 46). No symptoms were reported for the patient. The surgery was completed with another implant.